Event description:
Customer's device = 332 mg/dl. Five minutes later, device "hi". Another five minutes later, device =476 mg/dl. Customer called the doctor who suggested customer go to the emergency room (ER). ER device =189 mg/dl. Customer's blood was drawn and =120 mg/dl. No treatment was given. Controls were not in range. A request was made for return prodcut and replacement product was sent.